Manufacturer narrative:
Date of report: 16nov2018. Date of manufacturer: 15nov2018. The customer returned the blower motor controller (bmc) and blower assembly for evaluation. Testing was performed and no functional failures were identified.

Manufacturer narrative:
(B)(6) 2018. The customer reported that the unit failed the (est) extended self test and the (sst) short self test. No patient or user harm reported. A philips field service engineer(fse) confirmed the unit was failing and replaced the blower and blower motor controller board to resolve this issue. The unit passed all performance verification tests and is ready to retuned to clinical use.

Event description:
The customer reported that the unit failed the (est) extended self test and the (sst) short self test. No patient or user harm reported.